Manufacturer narrative:
It was reported that a patient underwent an intra-myocardial stem cell injection procedure for heart failure with a noga-star¿ cardiology catheter and suffered a myocardial infarction requiring no medical or surgical intervention. The investigational analysis has been completed. The catheter was visually inspected and it was found in normal conditions. Carto, and coil disconnection tests were performed and the catheter passed all specifications. No error was found. Electrical testing was performed. Results passed. Deflection tests were performed and the results passed. Product is working properly. The complaint was not confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical product: myostar¿ injection catheter (model# d-1211-19-si, lot# 17618520m). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an intra-myocardial stem cell injection procedure for heart failure with a noga-star¿ cardiology catheter and suffered a myocardial infarction requiring no medical or surgical intervention. During left heart catheterization, elevated troponin levels were confirmed via lab analysis. There were no interventions. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information received on 6/19/2018. The event occurred on a (B)(6) year-old female patient post use. The patient¿s diagnosis pre ¿ procedure, was heart failure. The physician¿s opinion regarding the cause of this adverse event was that it was the procedure and or the patient¿s condition. Patient fully recovered with no residual effects. No medical or surgical intervention was required. No hospitalization or additional intervention was performed. There were no bwi ablation catheters used. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the expiration date (2019-07-31) and manufacturing date (2016-08-10) were provided. The corresponding fields of this report have been updated. Manufacturer ref no: (B)(4).